Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that his olympus visera 4k control unit began displaying an e222 error code during procedure preparation. According to the initial reporter, the intended procedure had not yet begun, so there was no patient harm as a result of this event.